Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Regarding the possible electricity leakage, it was reported that was they knew was that it for sure affected the EKG. The hospital team suspected electricity leakage. The event was resolved following the explant. It was noted that this information was confirmed/provided by the physician who did the explant.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that it was confirmed by the nurse that the heart pain got worse when increasing amp. Explant was performed on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 3878-45, lot# unknown, implanted: (B)(6) 2010, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that patient felt pain in the breast and towards the back, heavy breathing, more tired, and high blood pressure. The patient came into the hospital and they found nothing cardiac on him. Then march 10th the problem came back, into the hospital and then they first saw artifacts on the eeg when the stim was on. Still no cardiac findings that could explain the issue. On (B)(6) 2025 the rn and the EKG mr responsible together did programming in all sorts of postures and found out that it must be the spinal cord stimulation (scs) system. When she ramped up the amp, the pain was worse. She then put all stimulation off and the pain disappeared. It was questioned if there was electricity leakage. The ins and lead will be explanted on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 3878-45 lot# unknown serial# implanted: (B)(6) 2010: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3878-45, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2 correction: please note, h6 codes b17 and c20 no longer apply to both the ins and lead, and d14. And g02025 no longer apply to the lead. H3: the returned ins (serial # (B)(6) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The ins passed functional testing. The returned lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified environmentally assisted degradation of the insulation at the proximal end of the lead. H6: please note, c0601 and d15 apply to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.